Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed that the core wire was broken off at distal end due with trace of excessive rotation. Coil wire was long elongated and broken off. Coil distal 120mm and composite coil were not returned for investigation by manufacturer.coil approx. 120mm and composite core was not returnedlot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected during the production process for meeting the products specifications and releasing criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the guidewire might be trapped in the calcified cto lesion when crossing of the guidewire was attempted, and rotational manipulation was excessively given to the guidewire, resulting accumulation of rotational force to and breakage of the core wire. Along with removal of the guidewire the coil was stretched and elongated without breakage. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Do not manipulate the guidewire through strut of stent.when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations ((B)(4) degree) in the same direction.

Event description:
Reportedly, in the pci procedure to moderately calcified cto lesion at rca #3, subject guidewire was advanced, and during attempt to cross the lesion, physician noticed the guidewire was trapped in the lesion, and upon removal, guidewire was broken off. Retrieval of the broken fragment was attempted with snare device, but not successful. Fragment was fixed against vessel by stent. Patient has been discharged with stable condition. Physician provided comment that the anatomical condition of the calcified lesion contributed to the event.